Event description:
It was reported that a patient had undergone the implantation of a bilateral system for a deep brain stimulation therapy (dbs) in (B)(6) 2005 a kinetra implantable neurostimulator (ins). The patient developed an ins infection, requiring removal in (B)(6) 2005. Re-implantation was performed in right abdomen in (B)(6) 2006, with subsequent re-infection and removal of all hardware occurring in (B)(6) 2006. Manufacturer database had not been updated to reflect those dates.

Manufacturer narrative:
Product ID 748225, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748225, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3389-40, lot# j0540935v, implanted: (B)(6) 2005, product type lead; product ID 3389, lot# j0540935v, implanted: (B)(6) 2005, product type lead. (B)(4).